Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was unable to be confirmed. During the device evaluation it was observed that the forceps channel was the actual clogged channel and not the auxiliary. It was determined that a cleaning brush gripped the cable in the forceps channel and clogged it. This finding was due to incorrect or insufficient reprocessing of the scope which resulted in the damage found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera duodenovideoscope had a clogged auxiliary channel and the brush did not pass in the wash. There was no patient/user harm or injury reported due to the event.